Event description:
Inbound ref #(B)(4), lot 57x332 ((B)(6) 2017). (Pt was unable to locate any other on packaging). Extension tubing set leak at filter area. No further details provided. Diagnosis or reason for use: (B)(6).